Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted.

Event description:
There is a reported upcoming revision surgery. The surgery intended to revise both the talus and tibia since the surgeon was not able to get to the tibia for intramedullary preparation and fixation without removing the talus. The surgeon will need to use invision tibia and talus. The reason for the revision is because the tibia has subsided likely secondary to osteolysis under component and low profile tibia component in patient with tn arthrodesis.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
There is a reported upcoming revision surgery. The surgery intended to revise both the talus and tibia since the surgeon was not able to get to the tibia for intramedullary preparation and fixation without removing the talus. The surgeon will need to use invision tibia and talus. The reason for the revision is because the tibia has subsided likely secondary to osteolysis under component and low profile tibia component in patient with tn arthrodesis.